Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-04772. It was reported that the patient¿s l3 lead migrated, however the patient had good coverage with the other lead. In turn, surgical intervention took place on (B)(6) 2023 wherein the l3 lead was explanted and replaced to address the issue. During the procedure, the l4 lead was accidentally removed. Hence, l4 lead was also explanted and replaced. Reportedly, therapy was confirmed post operatively.